Event description:
The customer reported that the device had an intermittent failure to power on with "malfunction power reset error 20". There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.